Event description:
A non-healthcare professional reported with the description, the item does not load properly. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, product did not load properly. The procedure was completed on the same day, in the surgeons opinion the cause of the event was due to the defective product. There was no patient contact.

Manufacturer narrative:
Additional information was provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).